Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high and low blood glucose levels after receiving a new insulin pump. The customer reported that her blood glucose level has dropped to 39 mg/dl. During the call, the customer reported having a blood glucose level of 66 mg/dl, then later 122 mg/dl. The insulin pump was not replaced or returned for analysis.